Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. Evaluation of the returned device was completed on 4/29/2024: the pump was tested with the testing protocol for system error alarm / motor function. The pump's event log was pulled as part of the investigation and it was noted that the pump underwent two system error alarms, as reported by the end user, which can be seen by the "e02" alarm code. The alarm code 02 for system error was followed by sub code "44" which means, "motor open" and "motor delay issue" and was the cause for the system error to alarm. A 102 ml infusion was ran on the pump instead of a 100ml infusion as the end user's current parameters were kept. The pump ran a 102 ml infusion over 46 hours and was able to complete without alarming system error. Functional testing did confirm the reported condition and was not duplicated during testing. Reported issue found, device not performing to specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On 01/31/2024, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. No patient was involved. The device was returned on 02/15/2024 for further evaluation. Detail of the evaluation can be found in section h of this MDR.